Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm occurred. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during prime. The blood glucose at the time of the incident was 418 mg/dl which she treated with manual injection. Troubleshooting was performed and the customer was able to clear the alarm and rewind. The alarm had occurred more than once in 30 days. The device was returned for analysis.